Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot me5360, and no non-conformances were identified. The following information was requested, but unavailable: it was stated that all the answers to the below questions are unobtainable. Was any surgical intervention performed specially re-suturing? Explain was dehiscence noted? Tissue on which used? Any medical treatment provided? If yes, please provide medicine name, strength and dose what symptoms did the patient present? Patient¿s current status?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic right salpingectomy procedure on an unknown date and suture was used. The patient suffered from umbilical incision suppuration 9 days after sewing the incision. It was found that the absorbable suture was not absorbed and the patient developed a post operative infection. The suture was cut off, and the patient was given povidone iodine solution for external application. Then the patient's condition changed better. Additional information was requested.